Event description:
In 2006, this pt was implanted with gore tag thoracic endoprostheses for treatment of a thoracic aortic aneurysm. In 2009, the pt underwent a mesenteric & renal transposition to allow for extension of the tag devices. The physician implanted two tag devices to extend the originally implanted devices. The physician stated the pt tolerated the procedure. Four days later, the pt expired. It was noted the pt experienced renal failure. The physician states thoracic aneurysm as the cause of death.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices implanted.